Manufacturer narrative:
This report is based on information provided by authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heart start mrx device indicating that the device's therapy capacitor is defective. The customer was informed that service could no longer be completed on the unit as the device and that the spare part was no longer available. The heart start mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available, the cause of the reported problem was a potential component failure. The root cause of the reported problem could not be confirmed because no repairs were performed. The customer was made aware of the spare part was no longer available and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened h3 other text : device is end of life / end of support

Manufacturer narrative:
This report is based on information provided by authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ device indicating that the device's therapy capacitor is defective. The customer was informed that service could no longer be completed on the unit as the device and that the spare part was no longer available. The customer was informed that service could no longer be completed on the device as the device had reached end of life (eol). The heartstart xl+ device and all associated service/support was discontinued on (B)(6) 2022. Based on the information available, the cause of the reported problem was a potential component failure. The root cause of the reported problem could not be confirmed because no repairs were performed. The customer was made aware of the spare part was no longer available and the device remains at the customer site. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The customer was aware of the end-of-life terms and the device remains at the customer site. No further investigation or action is warranted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the therapy capacitor kit is defective. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested.